Event description:
It was reported that the stiffener of ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove during a bile duct drainage procedure on an unknown patient. The user noted that the "end was narrower" and when pulling the stiffener and the wire guide out of the catheter, it became stuck at the height of the pigtail. The patient did not experience any adverse effects due to this occurrence. Additional information regarding patient and event details has been requested, but is currently unavailable.

Manufacturer narrative:
Additional pro code: lje, gbo. Additional common name: lje catheter, nephrostomy; gbo catheter, nephrostomy, general & plastic surgery. (B)(6). Occupation: sales representative. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d9 - product received on. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Based on device return on (B)(6) 2022, it was confirmed the blue flexible stiffener experienced the issue. Two bends were noted 3.5cm and 4.5cm from the hub.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation on 29dec2021 (B)(6) medical (poland) reported that the flexible stiffener in a ult8.5-38-40-p-32s-clb-rb [ultrathane mac-loc locking loop biliary drainage catheter, lot 13631110] was difficult to remove from the catheter. The device coating was activated by flushing with water. Upon an attempt to remove the supplied blue flexible stiffener from the catheter, resistance was encountered. The catheter was placed successfully. No additional interventions, procedures or medications were needed. Reviews of the documentation including the complaint history, device history record, instructions of use (IFU), manufacturing instructions and specifications, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. Only the supplied blue flexible stiffener to the ult8.5-38-40-p-32s-clb-rh was returned for evaluation. During tabletop testing, two bends were noted in the shaft of the flexible stiffener at approximately 3.5cm and 4.5cm from the hub. The outer diameter of the stiffener was measured and was verified to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for final product lot 13631110, catheter subassembly lot sa13514946 and radiopaque band tubing lots sa13415812 and sa13502540 found one relevant nonconformance for "transition between catheter and flexible stiffener is poor" (qty 2), in which one device was scrapped prior to further processing. No abnormalities were recorded during the incoming inspection process for tubing provided by a supplier. It should be noted that there were no other complaints associated with the final product lot number. Based on the DHR and dmr, there is no indicated the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use. ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, it was determined that a component failure without any design or manufacturing issue contributed to the reported event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: h6 - annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 12jan2022 and 25jan2022, it was reported that the device was to be placed in the biliary duct, with the access site being the liver on the right side of the patient. The indication for placement was for a biliary obstruction. Device coating was activated by flushing with water and by placing the device in water. It was noted that the failure of the device was discovered prior to patient contact. The procedure was completed successfully with the use of a new like device. No additional interventions, procedures or medications were needed.